Manufacturer narrative:
H3: analysis of the pump revealed no significant anomaly; pump motor o-ring wear. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H6. Patient code: e2401 was updated/corrected to e2402. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a company representative (rep) indicated the device would be returned as long as the center would give it to the rep for return. The results of the dye study performed on (B)(6) 2021 were normal. The patient had a successful pump refill of fentanyl 2,000 mcg/ml, 718.2 mcg/day for a total of 40ml. All went well with the refill. At the moment, the patient was scheduled for pump replacement on (B)(6) 2021 and no other troubleshooting or diagnostics have been performed regarding this pump. There was no further information.

Event description:
Additional information was received from the device manufacturer representative indicated that the cause of the device not working or the patient feeling the therapy was not working has not been determined.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was initially received from the consumer via a device manufacturer representative on (B)(6) 2021 regarding a patient receiving therapy via an implantable infusion pump. It was reported that the patient experiences "withdrawal" symptoms whenever she gives herself less than five boluses per day. The date of the event was unknown. Environmental/external/patient factors that may have led or contributed to the issue was unknown. A dye study was planned. It was noted that surgical intervention was planned. The patient¿s weight and medical history were unknown. Additional information was received from the device manufacturer representative on 2021-feb-09. Regarding if surgical intervention was planned, it was clarified that the patient was only scheduled for a dye study and no further interventions were pending. Additional information was received form a healthcare provider via a company representative on 2021-mar-23. The patient was having an almost three-year pump replaced due to the pump not working properly. The company representative was unaware of any external factors that may have led to the issue. The only action that had been taken is the pump is scheduled to be replaced on (B)(6) 2021. The issue was not resolved. The pump was currently administering fentanyl of an unknown concentration at an unknown dose rate.